Event description:
Caller reported a minimum fill notification, which did not result in an adverse impact to the customer's blood glucose level. Initial attempts to resolve the issue, such as cleaning the pneumatic tap area and reloading the same cartridge, were unsuccessful. However, after being guided by technical support to fill and load a new cartridge using the correct technique, the caller successfully resolved the issue and was able to resume using the pump.